Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited premature discharge of battery. The pacemaker was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Analysis found that the device was received with battery at end of service (eos). Device image analysis showed high current drain of approximately ten times that of normal current during (B)(6) 2021 to (B)(6) 2022, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.